Manufacturer narrative:
One nt 2000 neurotherm rf generator was returned for investigation. The generator was connected to an external power source and the generator powered on successfully. The issue mentioned in the event description was able to be reproduced. The compensation board on the temperature board was not well positioned. Reconnecting properly the compensation board on the temperature board resolved the event. Testing of all ports was conducted while monitoring the port temps and impedance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a misaligned temperature compensation board.

Event description:
During an ablation procedure, channel one would not reach the programmed temperature. The procedure was cancelled and there were no patient consequences.